Event description:
It was reported that the user was unable to remove a prefilled cartridge from the ilet, initially misidentifying the internal motor as the plunger, and despite rewinding and attempts to extract the piece, the cartridge remained stuck, indicating a failure to disconnect at the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, with troubleshooting steps such as rewinding and visual confirmation via photo. Investigation of this case revealed a mechanical problem associated with the device¿s reservoir, consistent with a failure to disconnect during cartridge removal. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.